Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/ cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate myocardial fragility in a patient on clopidogrel may have been a contributing factor for the ventricular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 23mm sapien 3 valve by trans-apical approach, the patient¿s apex ruptured resulting in uncontrollable apical bleeding. Surgical intervention, fluids, red cell transfusion and reanimation were performed in an attempt to control the bleeding. However, the patient expired. The patient had myocardial fragility. The bleeding started during placement of purse strings in a patient on clopidogrel.

Manufacturer narrative:
Per additional information received, the patient¿s apex ruptured during placement of purse strings, resulting in uncontrollable apical bleeding and the patient expired. The patient expired prior to the edwards lifesciences sheath being inserted into the patient. As there was no edwards device involved, the event is not MDR reportable. A corrected supplemental report is being submitted.